Event description:
A surgeon reported that the cutter did not move and the cutting performance was not good during a procedure. The issue resolved after the product was replaced. There was no harm to the pt.

Manufacturer narrative:
A sample has been rec'd but has not yet been evaluated. The device history records for the component lots were reviewed. No abnormalities that could have contributed to the complaint were found during the review. The associated lot was released based on the MFR's acceptance criteria. A root cause has not been identified. A root cause has not been identified. (B)(4).